Manufacturer narrative:
(B)(6). On 01/05/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Surgeon monitor completely blacked out for approximately three seconds. This occurred four times during the procedure. Return requested. Replacement monitor shipped to site 01/05/2016. Medtronic investigation of returned suspect monitor finds that after the monitor was connected to a test system it immediately went blank for about 2 seconds. The bios is outdated; it has v b 00 and should have v c 01. Monitor was received with scratches in the image area. Electrical failure - malfunction, no image. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/08/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Surgeon monitor failed. Monitor turned off for 2-3 seconds and then turned back on during surgery. This occurred 4. Replaced monitor. Issue resolved. Navigation system performed as intended.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent), the site's navigation system monitor screen blacked out for few seconds, and came back on during the surgical procedure. Navigation was not interrupted and the navigation system functioned normal. The medtronic representative checked external connections, and all cables were placed well. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.